Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #unknown, unknown zimmer liner, lot #unknown. No devices or photos were received; therefore the condition of the components is unknown. Device history record review and complaint history review could not be performed as the part and lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. As reported, the liner was implanted approximately 20 years prior to the revision surgery. With the information provided a likely cause is normal wear over the life of the liner. A definitive root cause for the shell loosening, cannot be determined with the information provided. The reported warsaw design controlled devices are used for treatment.

Event description:
It is reported that the patient was revised due to poly wear and loosening.